Event description:
*No patients are involved in these events and no patient has sustained harm. Contaminants have been discovered in the open heart packs starting early in the year. Initially, the hospital thought that this was an isolated incident, however the vendor, medline, provided a fresh lot to be utilized and again, inorganic/debris/film/etc. Were identified. These contaminants have included a plastic piece, black debris found on the raytec sponges, the outer wrap upon inspection having a hole in it, and lint balls. Additionally, debris on the instruments, such as black flecks and silver flakes from the trays. Adhesive found on green bulb syringe and mayo scissors x 2 occasions. There was a white powder on a light handle cover, too. In a separate instance, there was debris found on drape, appeared cardboard like. Metal flakes were also discovered in the doctor's specials on 2 occasions. All hospital staff are aware of this product situation. Staff are diligently inspecting each individual pack opened. Lot numbers of these medical devices include: lot numbers: 23fdc379 x 2 events, 23fd8084, 23kda323, 23jdc238 x 2 events, 23jdb094, 23jda610=8 events and counting. Will submit additional event on other packs with contaminants.